Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss 2 alarms". Additional information states that the iab catheter was removed and repalced. And the issue persisted. The iab pump console was swapped and the issue was resolved. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "helium loss 2 alarms". Additional information states that the iab catheter was removed and repalced. And the issue persisted. The iab pump console was swapped and the issue was resolved. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "helium loss 2 alarms" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the pcs was replaced and the issue was resolved. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarms. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.